Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had communication error, both sides. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 08 may 2008 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had communication error, both sides. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had communication error, both sides. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they reseated iui bracket strap blocking iui and logic board contanct. Replaced unsupported front cover and rear case, barrel clamp cracked handle, handles cracked, barrel clamp cracked handle, internal frame broken, left iui contaminated, right iui contaminated. Calibrated. A review of the device history record showed the device had a manufacture date of (B)(6) 2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6), was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the iui-female(left). A review of the complaint history record in trackwise and sap was performed for the (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4), for (B)(4), for rear case.

Event description:
It was reported that the device had communication error, both sides. No additional information was provided. There was no patient involvement.